Manufacturer narrative:
Failure analysis revealed that the insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She also reported that the buttons became unresponsive. She stated that she was at the lake, noticed the insulin pump was getting hot, and placed it in a bag which she put in a cooler. She stated that the insulin pump was covered and not exposed to water. When she removed the bag from the cooler, she received the button error alarm. The blood glucose reading was 306 mg/dl. Nothing further was reported.